Manufacturer narrative:
The device was received with no vibration during self-test due to broken vibrator motor wire. The device had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their vibration alert on their insulin pump. The customer states the device does not vibrate and alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised that the device would be replaced and returned for analysis.